Manufacturer narrative:
Following our receipt of the one returned used sensor and performed visual inspection and found needle bent inside sensor base causing needle hard to remove from sensor as noted in the comments by the customer. In summary, the customer complaint for needle hard to remove was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced needle hard to remove, needle was not releasing. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed. The customer was reporting that the sensor or introducer needle fractured while in the body. No harm requiring medical intervention was reported. No product return is required for mmt-7040a.